Event description:
It was reported the patient was presented in clinic for follow up, the atrial lead exhibited noise. The lead remains implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.